Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 6. The home patient (hp) stated that the supply bag fell off of the table from the supply line. The technical service representative (tsr) explained the alarm and assisted with troubleshooting the alarm. The tsr advised the hp to contact the nurse. The hp stated he would do a manual exchange in the meantime. Proper procedures per the user manual were reviewed with the hp. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was performed on potentially associated lot (h10121039) with no issues noted. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a follow up call, the home patient (hp) stated that when the hc is pulling fluid into the heater bag, the suction seems to be pulling hard. The hp stated that when he looked at the bag on the floor it seemed to be a quarter of the normal size and was kind of rolled up. The hp stated that he continued therapy manually. The hp stated that he has been able to continue therapy fine and there was no patient injury or medical intervention. The hp did notify the nurse. Proper procedures per the user manual were reviewed with the hp.